Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine generator change. Prior to procedure, it was found that the patient's right ventricular lead exhibited an increased capture threshold. No intervention was performed as the physician elected to monitor the lead. The patient was stable.